Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation, with abrasion adjacent, on the exhaust tube of cylinder 2 near the strain relief. Testing revealed this to be a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the pump or reservoir. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of cylinder 2 indicated that the tube had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. As these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break right above the thick part of tubing near pump (clear tubing of right cylinder to pump).